Event description:
Mother of a female, reported patient's infusion device stopped working without warning. She indicated the device displayed four dashes and "2.0". Mother stated the power pack had been in use for approximately one month. She reported that whe was aware of the power pack recall. Mother indicated that after changing the power pack the infusion device functioned properly. Patient did not experience any physiological effects associated with this issue. The pt did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.